Event description:
The customer's wife reported via phone call that the insulin pump had multiple no delivery alarms during priming. During troubleshooting, the customer's wife was unable to move the plunger and insulin did not exit. After changing the infusion set, the customer's wife confirmed that insulin did exit the tubing and there was no alarm present. Caller will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.